Event description:
It was reported the atrial lead displayed high thresholds after the initial implant procedure. Patient underwent another surgery attempting to reposition the atrial lead. The atrial lead was removed and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.